Event description:
It was reported that pump generated repeated cartridge alarms on multiple dates, including late june and early july, and caller experienced consecutive cartridge alarms with same device. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty.